Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer's insertion site was painful. The blood glucose reading was 444 mg/dl. The customer was treated with the insulin pump. The site did not show signs of infection. The insulin pump alarmed for no delivery. The blood glucose reading was 363 mg/dl at the time of the alarm. The mother reported that the alarm had been resolved with a complete set change. The mother was advised to call back when the alarm was occurring to troubleshoot the issue.